Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn off and was found stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the back haptic became stuck in the cartridge and tore. The lens was removed with no pt injury, no enlarged incision or sutures.